Manufacturer narrative:
The customer reported complaint of the autopulse platform (sn (B)(4)) was not confirmed through functional testing and archive data review. Upon visual inspection, observed cracked front and bottom covers at the screw well areas and the encoder drive shaft does not rotate smoothly, exhibits binding and resistance, unrelated to the reported complaint. The top cover and the bottom cover needs to be replaced and deburring of clutch plate needs to be performed to remedy these issues. The autopulse platform passed the initial functional testing without any fault or error. The archive data review showed occurrence of ua07 (discrepancy between load1 and load2 too large) error message, unrelated to the reported complaint. Load cell characterization test indicated load cell module 2 was over underreported. The root cause was due to the defective load cell 2. The load cell 2 needs to be replaced to remedy the issue. After removing the top and the bottom enclosure of the platform during evaluation, observed that the fluid ingress had created water condensation on the power switch circuitry and the short protection sensor was kicking on. By the time the autopulse platform was returned for evaluation, the water condensation has evaporated and the platform powered on during evaluation without any issue. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
As reported, during routine check, the autopulse platform (sn (B)(4)) wouldn't turn on. The crew tried different autopulse li-ion batteries to turn on the platform. However, the platform failed to power up. Per crew, the platform might have got wet during last patient use. No patient involvement.